Manufacturer narrative:
The insulin pump was received with normal operating currents and no alarms were noted. The device had intermittent button response due to corroded keypad traces. No numbers were noted ramping up during testing. The device also had cracked case at the display window corner, minor scratched lcd window, cracked batter tube threads, cracked reservoir tube lip, and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call, when he presses the esc button the device does not respond. Previously he was attempting to enter his carbohydrates and the numbers started to scroll. He changed the batter and the device alarmed battery out limit, which he was unable to clear. Troubleshooting was performed and customer was advised due to keypad anomaly the device needed to be replaced. He didn't know what may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. He agreed to return the device for analysis.